Manufacturer narrative:
Internal report reference number: (B)(4). Additional report reference number: (B)(4). B2: adverse event report is being submitted due to customer contacting pharmacy and doctor due meter results. Meter and test strips were returned for evaluation. Product testing was performed and defect found on returned test strips: lo reading. No defect found on returned meter. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Root cause: (B)(4): storage outside specifications. Note 1: manufacturer contacted customer in a follow-up call on (B)(6) 2025 to ensure the customer's condition had improved - able to establish contact with customer's wife who stated the customer's condition had improved and he did not currently have any symptoms related to diabetes. Customer's wife stated that the customer had gone to see his doctor the day prior; wife declined to provide details regarding the customer's blood glucose test result when at the doctor's but did state that everything was fine. Note 2: manufacturer contacted customer in a follow-up call on (B)(6) 2025 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for lo blood glucose test results. Wife is calling on behalf of the customer. The customer is concerned with test results from results obtained of lo; customer had obtained lo am fasting several times on the day of the call. The customer¿s expected blood glucose test result range is 135 -175 mg/dl (fasting/non-fasting not provided). The customer had reported he was feeling tired and that he had obtained the lo with two different meters using the same vial of test strips; internal report reference number (B)(4). Customer had gone to the pharmacy, and they had advised customer to change the battery and contact manufacturer. Customer stated he had also contacted the doctor due to the issue to see if they can send him a new prescription for a meter; doctor had scheduled an appointment for the customer for later that day ((B)(6) 2025). Caller did not confirm if the customer was still feeling tired at the time of the call. During the call, a back-to-back blood test was not performed by the customer. Product storage was not provided. The test strip lot manufacturer¿s expiration date is 03/31/2025 and test strips were opened more than 4 months ago (expired). The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was not reviewed for previous test result history; customer was not able to find the power button in order to provide test results.